Event description:
The image flickered or falls out completely.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for eval. The eval was able to confirm the user¿s report of image difficulty. The image was found to be flickering and had a breakdown after some time of operation. The image difficulty was isolated to a damaged cable-unit, which was at the end of the expected life. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.